Event description:
According to the available info, a customer reported that an ev implant driver 4.2 (long) would not engage the implant and the session could not be completed successfully. There is no info about the pt's status or regarding the implant site preparation.

Manufacturer narrative:
Therefore, since treatment was not completed successfully, this event is reportable per 21 cfr part 803. A CAPA has been initiated to improve the design and manufacturing process of this device.